Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via a right artery. The non-totally occluded 2.25x30mm, eccentric, de novo target lesion was located in a moderately calcified mid coronary artery. Predilation was performed using a 3.0x25mm non-bsc balloon catheter. A 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were damaged. The procedure was completed with another 3.5x32 and 4.0x38mm synergy stents. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was slightly compressed between the mid to distal end of the stent. The distal edge of the stent was stretched distally resulting in the stent struts being misaligned. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found the hypotube kinked at 19.3cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via a right artery. The non-totally occluded 2.25x30mm, eccentric, de novo target lesion was located in a moderately calcified mid coronary artery. Predilation was performed using a 3.0x25mm non-bsc balloon catheter. A 3.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were damaged. The procedure was completed with another 3.5x32 and 4.0x38mm synergy¿ stents. No patient complications reported and the patient's status was stable.